Event description:
Per the clinic, the patient underwent tissue reduction surgery (date not reported) to excise an overgrowth of skin around the implant site.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure (date not reported) to graft skin around the implant site. The implanted device remains.this report is filed (B)(4) 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.